Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a rash on her back under the therapy electrode pads. The patient's physician advised the patient to use a benadryl cream on the rash. Follow-up indicated that the rash had improved with use of the benadryl.